Event description:
It was reported that during a breast biopsy, when attempting to take the third sample, unable to get any tissue back. When attempting to take the fourth sample, received a green cable error code. They removed the probe from the breast and the probe appeared bent and the tissue was stuck in the aperature of the probe. Used another probe and restarted the case and noticed that the calcifications were no longer in the breast. Took additional samples, but unable to locate the initial targeted calcifications. The pt's pathology report was negative, but physician was unsure if the calcifications were in the samples retrieved.

Manufacturer narrative:
Eval summary: the device was returned in good physical condition. The probe was connected to a test holster and control module, initialized and worked properly during analysis. The instrument was tested with a test tubing set and no anomalies were noted on the vacuum functionality of the instrument. The instrument was tested with a test media and no anomalies were noted on the cutting functionalist of the device. The probe was fully functional and conforming to manufacturing requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.